Event description:
It was reported to hp that when the tee probe was inserted, some resistance was met. The probe was removed. Medication was given to the pt and the probe was re-inserted. The pt experienced back pain. The probe was removed. The pt was taken to the radiology dept where a CT scan showed an esophageal tear. Surgery was performed the following day. The customer does not feel that the product contributed to the incident.